Event description:
Medtronic received a report that during coil-assisted embolization of aneurysm, when pushing the navien intermediate catheter, the resistance was extremely large, and ultimately it could not be raised. After withdrawn, it was found that the tip of the catheter was uncoated. The intermediate catheter was replaced with a new one, and the operation went smoothly. The reported device and any accessory devices were prepared and the catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event.  The patient was undergoing coil embolization of an aneurysm. It was noted the patient's vessel tortuosity was moderate. The access vessel was the femoral artery with a diameter of 6.0mm.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: product analysis of rfx058-125-08, lot no: b376760 found no damages with the navien catheter hub. No damages were found with the navien catheter body. No damages were found with the navien catheter distal tip. Upon inspection, the navien catheter coating was found to be still intact. Based on the device analysis and reported information, the customer¿s ¿difficulty navigation¿ and ¿coating removal during use¿ reports could not be confirmed. No defect was found with the returned navien catheter, and the coating was found to be still intact. Possible causes of ¿difficulty navigation¿ include incompatible devices, patient vessel tortuosity, catheter damage (i.e., kinked, bent, ovalized), or lack of continuous flush during delivery. However, the cause for the difficult navigation could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.